Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to pre-mature tensioning of the device. Ref: fibertak® button and implant system ue1-000523-en-us; dfu-0222-eo revision 3.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/01/2025, it was reported by a sales representative via phone that an ar-3680 fibertak button link in the button did not pull through. The sutures bunched up and got stuck in the buttonhole, and it backed itself out. This occurred during use in a case with no patient effect. No delay to the case.